Event description:
High impedance was seen prior to the time the event was reported on the same programming device by the same physician. No other relevant information has been received to date.

Event description:
It was reported that the patient's device showed to have high lead impedance. The patient was scheduled for a full replacement but pre-operatively additional system diagnostics were taken and showed that the impedance was within normal limits, therefore only the generator was replaced prophylactically. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current greater than 0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was interrogated with software other than m3000 v1.5 and provided a true impedance value. No other relevant information has been received to date.